Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection on an unknown date, it was observed that the depth gauge was missing a piece. There was no known patient or hospital involvement. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: additional phone number provided for reporting. H3, h4, h6: a review of the device history record device history lot . Part # 319.006. Synthes lot # 6149516. Supplier lot # na. Release to warehouse date: 02 jun 2009. Manufactured by synthes brandywine. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on an unknown date, during routine incoming inspection, it was observed that the depth gauge was missing a piece. There was no known patient or hospital involvement. This complaint involves one (1) device. Investigation flow: visual. Visual inspection : the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006, lot # 6149516) was returned and received at us cq. A visual inspection was performed. The protection sleeve component (319.006.1) was not returned with the instrument and is missing. No other issues were identified with the returned components of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Depth gauge for 2.0/2.4 mm screws: 319_006, rev. E/n. Dimensional inspection : no dimensional inspection can be performed due to missing component on the device. The returned device is missing a component. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed as depth gauge for 2.0mm and 2.4mm screws (p/n 319.006, lot # 6149516) is missing a protection sleeve. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.